Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex (cx) with mild tortuosity and mild calcification. After pre-dilatation, the 3.0 x 18 mm delivery system was being advanced, but became stuck on the ht bmw universal ii guide wire. The device could not be advanced or removed from the guide wire, so they were removed together from the patient. Upon removal of the delivery system, the shaft appeared damaged. A new guide wire was used and another 3.0 x 18 mm implant was used to successfully treat the lesion. Post-dilatation was performed with a good end result. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as not returning, but was returned for analysis. Evaluation summary: the device was returned for analysis. The difficult to position and remove were able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The 3.0 x 18 mm implant delivery system referenced is being filed under a separate medwatch report.